Event description:
It was reported that the user called for assistance with a complete supply change for the ilet system and associated abbott freestyle libre 3 plus sensor, uses a contact/detach 23" 6 mm infusion set, successfully completed the supply change, and had a blood glucose of 189 mg/dl without symptoms; the event was categorized as hyperglycemia with unclear cause, with no alerts or alarms reported and troubleshooting and education provided. Symptoms included no reported clinical effects. Outcomes included no functional impairment, no need for medical intervention, and no hospitalization. Investigation included user coaching on proper supply change and device use. Investigation of this case revealed no device malfunction, no component failure, and no software or alarm issues identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.